Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. Reportedly, the pump and transmitter were unable to regain connection. A replacement transmitter was sent to the customer. No additional patient information was available.